Event description:
It was reported that during a routine follow-up appointment they discovered that the battery percentage had dropped. Disk analysis was reviewed and confirmed that the power consumption had been increasing over the past year and was expected to increase. Technical services recommended the device be replaced, however at this time the device remains in-service. No adverse patient effects were reported.